Event description:
It was reported the pt's ipg is inoperable, and the pt has no stimulation at this time. The pt stated her charger would not locate her ipg. Replacement charger did not resolve issue. On (B)(6) 2014, a sjm rep confirmed the pt's ipg does not communicate with external devices. Possible surgical intervention will take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.